Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were explanted and replaced due to a reported, "probe extraction for unblocking (debulking)." There were no patient consequences reported.